Event description:
Generator and lead were explanted. The explanted products have not been received by the manufacturer to date.

Event description:
Patient presented with low impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.